Event description:
It was reported that after insertion, the intra-aortic balloon (iab) would not fill. The customer changed the helium and washer and then the provider replaced the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
N/a

Manufacturer narrative:
Occupation: bsn, rn cath/ep lab nurse manager . The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) complaint record ID # (B)(4).

Event description:
N/a.